Manufacturer narrative:
Please note the patient's therapy type is unknown at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a social media post that they ¿had 2 lots of surgery¿ and were ¿left with urgency problems¿ that were ¿very annoying¿ at the time of report. No further event information was reported; no further complications were reported or anticipated.